Event description:
A distributor reported that a cartridge alarm with code 20a occurred. There was no reported information about the impact on the customer¿s blood glucose level. The distributor is awaiting the return of the pump for further investigation, but no additional outcome details have been provided.